Manufacturer narrative:
Device history record (DHR) review was completed on the reported lot number, v2c174. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. Two samples were received for investigation on 6/22/2022. Review of the returned samples revealed they were not activated. The samples were inspected for any visual defects; no defects were identified. Next, the samples were activated, and no defects were identified. Therefore, the failure mode reported, and root cause cannot be confirmed through evaluation of the returned device. Cardinal health will continue to monitor complaint trends.

Event description:
Customer reported instant hot pack burst upon activation on the patient's bed. There was no harm to the patient.